Event description:
The patient has 24 hour nursing care. The patient coughed and desaturated. The nurse noticed right away that the alarm led flashed, but there was no audio alarm. There was no adverse health consequences to the patient.

Manufacturer narrative:
The customer returned the monitor to the smiths medical pm, inc. Technical service department for evaluation. Upon evaluation, technical service noted the speaker function was intermittent. The speaker was replaced and the monitor passed all functional testing and was returned to the customer. The monitor was shipped in 2007, and has been in the field for approximately 2 years. Manufacturing engineering evaluated the speaker. Manufacturing engineering noted that the speaker had a poor connection between the contact that attaches to the circuit board and the voice coil wires. Customer service report (csr) technical service evaluation results. Email from manufacturing engineering with evaluation results.